Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device and scanning electron microscopy analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states to evacuate air from the balloon segment. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure to treat a concentric, de novo lesion in the right coronary artery with moderate calcification and 90% stenosis, a 3.5 x 12 nc trek rx dilatation catheter was advanced without resistance and inflated two times both at 18 atmospheres (atms) for pre-dilatation. On the third inflation at 18 atms, the balloon ruptured. The 3.5 x 12 nc trek rx dilatation catheter was withdrawn from the patient anatomy without resistance and a new 4.0 x 12 nc trek was used for further pre-dilatation. A non-abbott stent was deployed to complete the procedure. Reportedly, air was removed inside of the patient anatomy prior to pre-dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: rinato; guide catheter: launcher 7f ebu3.5. (B)(4) - incorrect preparation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.